Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitoring (sam) episode, and right ventricular (rv) pacing impedance measurements greater than 3000 ohms were observed. Boston scientific technical services (ts) indicated that there is no updated data from this device as the patient has not performed a device interrogation, but with the available information, it was confirmed that the both the pacing and shock rv impedance are high out of range. Additionally, frequent noise oversensing on the right ventricular and right atrial (ra) channels, and considerably big artifact signals on the shock electrogram (egm), were identified. Ts indicated that at this time, system integrity cannot be guaranteed, therefore; in-clinic troubleshooting is needed to evaluate the system which includes an assessment of the ra and rv lead, as well as the device connector header. Troubleshooting steps were provided to assess system integrity, including x-ray imaging to evaluate system location, lead and device interface and identification of stressful areas. Of note, the implanted ra lead is a non-boston scientific product. At this time, no further information is available. The rv lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitoring (sam) episode, and right ventricular (rv) pacing impedance measurements greater than 3000 ohms were observed. Boston scientific technical services (ts) indicated that there is no updated data from this device as the patient has not performed a device interrogation, but with the available information, it was confirmed that the both the pacing and shock rv impedance are high out of range. Additionally, frequent noise oversensing on the right ventricular and right atrial (ra) channels, and considerably big artifact signals on the shock electrogram (egm), were identified. Ts indicated that at this time, system integrity cannot be guaranteed, therefore; in-clinic troubleshooting is needed to evaluate the system which includes an assessment of the ra and rv lead, as well as the device connector header. Troubleshooting steps were provided to assess system integrity, including x-ray imaging to evaluate system location, lead and device interface and identification of stressful areas. Of note, the implanted ra lead is a non-boston scientific product. At this time, no further information is available. The rv lead remains in service and no adverse patient effects have been reported. Additional information was received. The physician involved confirmed that the cause of the observed noise is related to a surgical procedure the patient underwent. No adverse patient effects were reported. The lead remains in service.